Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the blue insulation by the tips of the forceps appears to be charred and melted. Functional testing found that without receiving the device, a detailed investigation could not be performed for the reported complaint. It was reported that during servicing at the facility, the inner blue parts of the devices were chipped/damaged after it had already been used and cleaned/sterilized. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: e4051-CT, e4051-CT scovill-gr bay ins bip forc 20 cm (lot #: j2410401), e4051-CT, e4051-CT scovill-gr bay ins bip forc 20 cm (lot #: j2411201), e4051-CT, e4051-CT scovill-gr bay ins bip forc 20 cm (lot #: j1813801). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during servicing at the facility, the inner blue parts of the devices were chipped/damaged after it had already been used and cleaned/sterilized. Photos was submitted showing the insulation was chipped off. There was no patient involved.